Event description:
The customer stated: the vessel loops report on the vascular sub pack are breaking when any amount of tension is applied. Neither patient injury nor medical intervention has been reported.